Event description:
A malfunction was reported with a malfunction code 16, but there was no reported adverse impact to the customer's blood glucose level. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support arranged for a replacement pump and instructed the customer on how to put the faulty pump into storage mode before returning it using a pre-paid label. The customer understood and acknowledged all instructions.